Event description:
It was reported that the user dropped the ilet and the luer connector snapped, after which the connector was removed, supplies were replaced, and insulin delivery resumed; subsequent to the drop, the user experienced fluctuating blood glucose with significant post meal hyperglycemia, and the device was restarted as part of troubleshooting. Symptoms included hyperglycemia with a reported sensor glucose of 244 mg/dl and intermittent low glucose treated with oral carbohydrates. Outcomes included the need for repeated supply changes, device restart, and self-treatment with oral glucose without medical intervention. Investigation included user education and guided device restart. Investigation of this case revealed a cracked luer connector and ongoing glycemic variability after the mechanical damage event. It was concluded that the device sustained physical damage to the luer connector and that continued monitoring was warranted with potential device replacement if issues persist. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.